Event description:
The pt reported the infusion device has displayed several e6 mechanical errors when the piston rod is at 143 units. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for eval. During a preliminary eval, it was found the up/down button does not function as intended. Add'l info will be submitted when the eval is complete.